Event description:
Patient presented to the physician with a hematoma 8 days post implant procedure. Patient was on a blood thinner during the procedure but discontinued once the hematoma developed. Patient kept overnight. Physician brought the patient into the or and observed superficial bleeding and blood clots. Physician cleaned the pocket, removed the ipg, and did additional cleaning of the pocket. Physician used bipolar energy and anticoagulant powder to stop the bleeding. Hematoma was evacuated. Ipg was placed back into the pocket and re-sutured. This resolved the issue.